Event description:
It was reported that the ilet device¿s screen was cracked, preventing the user from unlocking and operating the device, with a concurrent blood glucose of 242 mg/dl; the event was managed by advising transition to backup therapy and arranging a replacement device. Symptoms included hyperglycemia. Outcomes included temporary interruption of ilet use and reliance on backup therapy. Investigation included device return logistics and data synchronization guidance. Investigation of this case revealed device damage to the display assembly that impaired usability and access to device functions. It was concluded, based on previously established findings for similar reports, that the cause was physical damage unrelated to manufacturing or design.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.